Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted approximately four years, was electively explanted and replaced. An event was created due to analysis findings.